Manufacturer narrative:
H10/h11: review of the file has determined this event to be non-reportable, as the type ii endoleak attributed to the device in this report was separate and unrelated to the endoleak observed on (B)(6) 2021. Additionally, no aneurysm enlargement or post-procedure secondary intervention has been reported in regard to the type ii endoleak in this event. Therefore, this medwatch will be voided.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2013, a patient underwent endovascular treatment of an inflammatory abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, a type ii endoleak from inferior mesenteric artery was observed and the physician elected to monitor the patient. On (B)(6) 2021, a reintervention was performed to treat a possible type ii from the left internal iliac artery, whereby coil embolization in the left internal iliac artery was performed.